Event description:
It was reported that low impedance was seen on the patient's device, but the output current was still ok. The patient's device was programmed off, and the patient was referred for revision surgery. No surgery has occurred to date.

Event description:
The physician stated that no trauma had occurred to the vns area. No surgical intervention has occurred to date.